Event description:
Customer states the device produced a result of lo on the active meter with no blood applied to the test strip. No action was taken based on device result. No adverse event reported. Requested return of suspect device and replacement was sent. No information provided for where issue was discovered.

Manufacturer narrative:
Suspect device: active meter.